Manufacturer narrative:
(B)(4).

Event description:
It was reported that rcvr displayed tx low battery without alert. Data was received but investigation window does not reflect the alleged device. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.